Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One trimmed piece of a stent was received for the report of explanted due to corneal edema. The stent was visually inspected and found to be nonconforming. The stent was trimmed below the third retention ring, had a few areas of delamination, and there was surgical debris on the stent. The product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots indicates there are no additional complaints associated with the component lots for the reported issue. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a micro-filtration device was removed due the patient experiencing corneal edema. Additional information was requested.